Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037510222. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization (additional device required, hospitalization). The IFU also lists the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review: a risk review was completed and confirmed that the events of premature detachment and implant embolization were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that detachment of the core wire and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed, a 24mm watchman flx pro closure device and a wathcman trusteer access system (was) were selected to be used. During the procedure the closure device was deployed with one deployment and the position, anchor, size and seal (pass) criteria were met. The physician was quick to unscrew the threaded insert to release the closure device but pulled the was to the right atrium (ra) before the threaded insert was fully released. This pulled the closure device out of the laa and then fully detached from the core wire, causing the closure device to embolize to the left ventricle (lv) where it remained. The decision was made to use a versacross connect system in the was to go back through the septum and attempted to grasp the closure device with a raptor forceps tool. Once transseptal, the 230cm raptor was inserted through the was and knocked the closure device loose, which continued to the descending aorta, where it stayed. The decision was made to gain femoral arterial access with a non-boston scientific 18fr x 40cm sheath and attempt to grasp the closure device with the same raptor forceps. This was done and the closure device was retrieved with no complications. A new 24mm closure device was implanted and met pass criteria for release and was implanted. During this complication, the patient remained hemodynamically stable and no harm came to the patient and mitral valve leaflets were fully functional at the end per the anesthesiologist and cardiac imager. The patient was kept overnight and was discharged the next day.

Event description:
It was reported that detachment of the core wire and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed, a 24mm watchman flx pro closure device and a wathcman trusteer access system (was) were selected to be used. During the procedure the closure device was deployed with one deployment and the position, anchor, size and seal (pass) criteria were met. The physician was quick to unscrew the threaded insert to release the closure device but pulled the was to the right atrium (ra) before the threaded insert was fully released. This pulled the closure device out of the laa and then fully detached from the core wire, causing the closure device to embolize to the left ventricle (lv) where it remained. The decision was made to use a versacross connect system in the was to go back through the septum and attempted to grasp the closure device with a raptor forceps tool. Once transseptal, the 230cm raptor was inserted through the was and knocked the closure device loose, which continued to the descending aorta, where it stayed. The decision was made to gain femoral arterial access with a non-boston scientific 18fr x 40cm sheath and attempt to grasp the closure device with the same raptor forceps. This was done and the closure device was retrieved with no complications. A new 24mm closure device was implanted and met pass criteria for release and was implanted. During this complication, the patient remained hemodynamically stable and no harm came to the patient and mitral valve leaflets were fully functional at the end per the anesthesiologist and cardiac imager. The patient was kept overnight and was discharged the next day.